Event description:
It was reported that the lead was fractured. A previous interrogation showed some oversensed events and therapy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.